Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2,-13.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information h3-device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic torn and deformed with residue on the lens. Claim# (B)(4).